Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality specifications at the time of manufacture.

Event description:
According to the reporter, the device misfired. There was a 2 hour extension in surgical time.